Manufacturer narrative:
On 06/05/18 it was reported to mentor that the patient had to reschedule surgery to (B)(6) 2018. The date of explantation was updated from (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/07/18, it was reported to mentor that the device history record ( DHR) of lot number 5803044 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement devices were gel mentor memorygel breast implant 600cc, catalog number 3506004bc, lot number 7580887, serial number (B)(4) on the left breast implant and with gel mentor memorygel breast implant 600cc catalog number 3506004bc, serial number (B)(4), lot number 7580887 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. White material was observed within gel and in the shell surface. During evaluation a rent, measuring less than 0.1 cm, was observed in a crease area on the anterior view. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. At this point is not possible to determine the origin of the white material found in the device the complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate plus profile 450cc serial number (B)(4), lot number 5803044, catalog number 3502450. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 450cc breast implants and experienced complete deflation on the left breast implant. The deflation was noticed by the patient as the left breast appeared smaller in size and confirmed by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.